Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not properly form staples and operating room time was extended by five minutes. There was no reported patient consequence.